Manufacturer narrative:
Batch review performed on 24 january 2020: lot 1811307:(B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Other devices involved in the event: gmk-sphere 02.12.0210fl tibial insert fixed sphere flex size 2/10 mm l lot. 188991 (k121416) batch review performed on 10 february 2020: lot 188991: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l lot. 189124 (k090988). Batch review performed on 10 february 2020: lot 189124: (B)(4) items manufactured and released on 07-feb-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported.

Event description:
The patient came in reporting pain due to ruptured patellar tendon. For the surgeon the event is due to femur cut performed in primary surgery. 4 months after primary the surgeon revised the femoral component, insert, and tibial tray. The surgery was completed successfully. The patella was from competitor.